Event description:
The customer reported a distorted image when doing a cine run.

Manufacturer narrative:
The ge rep found distorted images when completing a cine run. He checked voltages, all ok. He reseated alta, at communication and image processor pcb. Used esd mat on service call with anti static precautions. The rep replaced and installed scuzzi controller pcb and scuzzi hard drive. He verified system records cine runs properly. The system is operating by fluoroing in low and high technique.